Event description:
The surgeon had used the enseal trio successfully on tissue and during second attempt the product failed to work. The instrument was removed from the field and an identical enseal trio with the same lot number was used successfully throughout the remainder of the case. No injury was noted to the patient.